Event description:
It was reported that the device had a "syringe near empty" alarm at the beginning of a delivery. The near empty alarm time was set to 60 minutes which might be too much for anesthesia, and the site set the near empty alarm time to 15 minutes. The event was during infusion. The event was on (B)(6) 2025. There was patient involvement, and there was no harm/adverse event reported.

Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No device was returned for investigation. Due to this, the customer reported complaint was not confirmed. Review of the service history for the device states that the device has not been serviced in the last 12 months. If the device is returned, an investigation will be completed with the results sent in a supplemental report.